Event description:
Patient's nurse called lfs on patient's behalf alleging that the one touch ultra meter had a damaged test strip port. Patient did not experience any symptoms at the time of concern. Patient's nurse explained that this was not a new meter and that she had been unable to insert test strips into the test strip port. No medical care was sought from a health care professional. There was no evidence that the meter contributed to an adverse event. The customer service representative replaced patients meter to due to an unresolved test strip port issue.